Event description:
I am a consumer reporting a dangerous issue with the programming of the phillips evo ventilator. I'm a mom of a 12 year old child who uses a ventilator during sleep. The phillips trilogy ventilators are all under recall, many are being replaced with evo. Phillips has generally marketed the evo as being an upgrade of the trilogy, and many respiratory therapists and pulmonologists mistakenly believe that settings are similar between the two machines. In the phillips trilogy ventilator, pressure control and pressure support for inspiratory pressure are programmed as peep compensated. The inspiratory pressure that is programmed is the inspiratory pressure inclusive of peep in the phillips evo ventilator, pressure control and pressure support for inspiratory pressure are programmed as pressure above peep. The inspiratory pressure that is programmed is the inspiratory pressure not inclusive of peep what does this mean? It means that if an evo is programmed with a direct transfer of settings from a trilogy, the patient will end up with too much inspiratory pressure. For example: on the trilogy in order to get inspiratory pressure of 12, the ventilator is programmed with a pressure control of 12. On the evo, if the ventilator is programmed with a pressure control of 12, the patient actually gets inspiratory pressure of 12+peep. This is very bad! Patients can die from this! The patients this is happening to are ventilator dependent - the ventilator is breathing for them, and they generally don't have the ability to communicate. They might die immediately, or they might die slowly. I'm a mom, not a respiratory therapist - I might be confused on some of these details. But I'm right about the general concept. My child is ventilator dependent. During the process of switching from the trilogy to the evo, the respiratory therapist at my dme specifically warned me about the programming difference between the two ventilators. That difference was ignored at the hospital, and the evo ventilator was programmed according to the trilogy standard programming. The respiratory therapist programming the ventilator dismissed my concerns. The hospital rt said the he had not had time to read the evo technical manual but that it was the same as the trilogy. The ventilator in question is a home ventilator that my son uses during sleep only. I refused to use the newly programmed evo, because I had major concerns about using a ventilator with incorrect inspiratory pressure. I waited for the dme respiratory therapist to get in contact with the physician and clearly communicate the programming difference. The physician modified the order so that the inspiratory pressure on the evo was the correct inspiratory pressure that my I believe that the trilogy evo ventilators need to be red-tagged with a notice that the evo inspiratory pressure does not program the same as the trilogy inspiratory pressure. Is that an FDA thing? A giant important notice that says "attention respiratory therapists, the programing on the evo is substantially different than it was on the trilogy." I understand that phillips probably isn't in the mood for yet another ventilator recall. But this is a big problem, and patients can die from this. The pictures I am uploading are from the relevant pages of the trilogy and evo technical manuals - this is critical information that is buried pretty deep in programming instructions. Inspiratory pressure being peep compensated / not peep compensated needs to be in giant bold letters with a giant bold warning for the evo manuals.